Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the pump case was cracked near the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/10/2014. Device evaluation:the device has been returned and evaluated by product analysis on 03/25/2014 with the following findings: the battery compartment was observed to have a crack at opening of battery chamber extending down to the primary seal. The battery cap was not returned with the pump. A test battery cap was able to fully tighten to the pump. There was no loss of power. No evidence of moisture damage was observed in the battery compartment. Unrelated to the complaint, the piston cap was missing from the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.